Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy pacemaker (crt-p) experienced symptoms of lightheadedness and fainting spells when tried to sit down. It was assumed that the device might not be working. There was no further information on this event. This crt-p remains in service. No adverse patient effects were reported.